Manufacturer narrative:
(B)(4). Siemens has initiated a technical investigation of the reported event. The root cause is unknown. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to siemens that a (B)(6) male patient needed a rescan of a topogram (low dose overview image) and an additional 30ml of contrast media (cm) due to the somatom definition flash system freezing during the initial examination. After a restart of the system, the procedure was completed. The health status of the child was not provided by the hospital. There was no report of adverse side effects from the additional cm injection or other injury beside the additional x-ray dose. This report has been submitted with an abundance of caution. The reported event occurred in (B)(6).

Manufacturer narrative:
H3, h6: siemens investigated the reported event. The root cause of the issue could not be definitively determined. The available system log and trace files have been analyzed. The irs internal signal execute_mode_scan_done was missing. This information should be available in the system log files, but it was not found. This could be due to a software issue, operating system problem or a temporary hardware problem. Previous occurrences are not known therefore, this is considered as an isolated issue. In case of re-occurrence the user was instructed to generate a savelog (with irs-logs), reboot system and perform irs hw checks. The technical investigation has been closed at this time, as it was a single issue with unclear root cause. Siemens will continue tracking and trending for any new occurrences of this issue through the global complaint handling system.